Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was informed by the customer that the ups test was cancelled and the unit was turned off when the event occurred. The service representative inspected the device and confirmed the reported issue and found that the fan did not turn on when the unit was powered up. A new fan system was ordered and during installation, the service representative noticed that the electrical wiring was incorrect. The wiring was corrected and subsequent testing did not identify any further issues. The unit was returned to service. A review of the dhrs did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the chassis of the sorin centrifugal pump console overheated during the battery discharge test during maintenance. There was no patient involvement.